Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading was elevated to 400 mg/dl while she had symptom described as "thirsty." The patient felt that the animas pump was not delivering accurately. Since she has been on the backup plan, her blood glucose reading is better. The patient declined to troubleshoot the issue and refused to provide any more information. The animas product was requested back for investigation. This complaint is being reported due to the alleged inaccurate delivery issue and because the patient had elevated blood glucose with symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed only typical usage alarms and warnings. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had intermittent response and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be torn but was normally responsive on testing. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.